Manufacturer narrative:
Additional information: b4- date of this report, g3- date received by manufacturer, h2 ¿ follow up type. Corrected data: d2 ¿ common device name and product code, d4 ¿ model number, catalog number, lot number, expiration date, UDI number, h4-device manufacture date. This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
During supply order the patient mentioned that at the beginning of treatment she tried the cover patches on one day only. When she removed the cover patch from her neck the adhesive was very sticky, she could not get the covers off so she had to rip it off quickly like a band-aide and this was very painful and left a red bruise on her skin. The patient assessed the pain at an 8 out of 10 and the pain did not last long. The patient did not speak to her doctor about this event. She continued treating without the cover patches and everything is working well without them. The patient will return one unused cover patch with the pouch provided. No new product was shipped to the patient. Return noted.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records were able to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
During supply order the patient mentioned that at the beginning of treatment she tried the cover patches on one day only. When she removed the cover patch from her neck the adhesive was very sticky, she could not get the covers off so she had to rip it off quickly like a band-aide and this was very painful and left a red bruise on her skin. The patient assessed the pain at an 8 out of 10 and the pain did not last long. The patient did not speak to her doctor about this event. She continued treating without the cover patches and everything is working well without them. The patient will return one unused cover patch with the pouch provided. No new product was shipped to the patient. Return noted.